Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood and contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as moderately calcified which could have contributed to the reported difficulties. The guide wire, balloon catheter and stent delivery system were not returned which may have aided in the evaluation. Reportedly, the technician held onto the balloon catheter while the physician held onto the guide wire and the balloon catheter was tugged on and was able to be removed and it should be noted in the instruction for use, warnings section: do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determined the cause under fluoroscopy and take remedial action as needed. The tugging of the devices unlikely contributed to the reported difficulties. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tip after it is loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, a conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency.

Event description:
It was reported that the whisper guide wire was advanced across the lesion. A non-abbott balloon catheter was advanced for predilatation. The balloon was inflated to nominal pressure of 8 atmospheres. After deflation of the balloon, it appeared that the balloon was stuck to the guide wire. Negative and neutral were applied to the balloon, twice, but the balloon could not be removed. The technician held onto the balloon catheter, while the physician held onto the guide wire and the balloon catheter was tugged on and was able to be removed. The guide wire was removed, inspected and wiped clean, with no damage noted, so the lesion was rewired with the same guide wire. A promus stent delivery system was advanced over the guide wire and the stent was deployed without issue; however, post deployment of the stent, the sds was stuck to the guide wire; however, was able to be removed successfully. The physician commented that it could be the hydrophilic coating on the guide wire that is the issue. No patient adverse effects were reported. No additional information was provided.